Event description:
A patient underwent repair of an abdominal aortic aneurysm in 1999 using the gore excluder bifurcated endoprosthesis. Follow up CT studies revealed the aneurysm had increased in diameter from 4.8 x 5.1 cm in 2000 to 5.9 x6.5 cm in 2006. The cause of this aneurysm growth has not been indicated. Additional medical intervention has not been performed at this time.